Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon deflation difficulties occurred. A 4.5x32mm liberte bare metal stent (bms) had been selected to treat an unknown lesion. The stent had been deployed. The physician made 2 unsuccessful attempts to deflate the balloon. The physician was able to deflate the balloon on the 3rd attempt. The patient then "coded" and was sent to surgery. The patient is currently listed as "unresponsive". Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.